Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the sub-water supply channel could not be identified and a definitive root cause of the observed issues could not be determined, as there was no observed deformation the might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the light cover glass adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was lifting, the up angle was not to specification, the down/right angle failed, the up/down/left/right angles had play, and the electrical safety test was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an angulation fault. The issue was observed during preparation for use, and there were no reports of any delay, and no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found in the auxiliary channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.